Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (transducer fault alarm and ventilator inoperable alarm) during testing. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was unable to confirm or duplicate the customer's reported issue.the transducers have been removed from the pcba and could not be investigated. Due to the incomplete device return, no root cause could be determined.